Event description:
A doctor's office alleged that two (2) patient's had experienced darkening of their teeth after using the tempspan transparent temporary cement to seat temporary restorations. This is the first of two (2) reports.

Manufacturer narrative:
Patient specifics with regard to age, gender, and weight were not provided. The doctor cleaned the patient's tooth with pumice and hydrogen peroxide and was able to remove the discoloration. The permanent restoration was placed, without incident. To date, the patient is doing fine. A visual evaluation was performed on the returned product, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process.